Event description:
It was reported that patient had experienced stimulation in the wrong location. It was explained that stimulator was put in for their right arm and hand. Patient had been getting stimulation across their chest and down their left arm. This was reported to have started on (B)(6) 2013. It was also noted that the patient had the flu during that time and had been coughing and sneezing very hard. It was reported that if the patient held their neck a certain way they would feel stimulation in their right arm, where it is supposed to be. It was additionally noted that patient¿s sutures had just dissolved that week as well. Additional information reported that impedance testing, x-rays and reprogramming had taken place. It was explained that patient¿s stimulation had been good until they got the flu, at which point stimulation was in unwanted area and not covering desired area. It was reported that the patient was getting less than 50% therapy relief. Additional information reported that an x-ray was going to be ordered, and then wait for the doctor to come back into town to decide what to do next.

Manufacturer narrative:
Concomitant medical products: product ID 977a290, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a290, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).